Event description:
Reporter states, customer obtained a blood glucose result of 67 mg/dl on the advantage system with no hypoglycemic symptoms, but consumed a few pieces of an apple anyway due to the result. She then reportedly received the following results within 5 minutes on the advantage system: 177 mg/dl, 159 mg/dl, 107 mg/dl, and 87 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.